Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting, it was identified that the customer was not removing residual air from the cartridge. Technical support educated the customer to complete the air removal step prior to filling the cartridge. Customer will continue to use current cartridge. There was no adverse impact to the customer¿s blood glucose level.